Event description:
Reporter alleged blood glucose device generated a result without blood or control solution being placed on the test strip. Customer stated the device generated a reading of lo when placing an unused test strip into the meter, however, did not take any actions or receive any treatment based on the reading. It was stated the result of lo was located in the meter memory. A request was made for the return of the suspect device and replacement product was sent.